Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) is missing pixels. Upper and lower case halves are broken. Battery release and heart block are contaminated. One bail cover and battery drawer are broken. Battery contacts are compressed. Keyboard window is scratched.

Event description:
It was reported the lower display is missing segments and that it is hard to see values. The device was returned for repair. No information was received indicating patient involvement.